Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
Related to MFR report# 2183959-2012-01137. On (B)(6) 2010, the plaintiff had an excision surgery to remove a previously implanted sling. Following the excision of the previous device, it was indicated that an ams miniarc sling was implanted. It was alleged that the plaintiff has experienced, "significant mental and physical pain and suffering and she has sustained permanent injury." It was also alleged that the plaintiff has experienced, "mesh erosion, hardening, chronic pain and worsening urination," leading to the need for add'l surgery. The plaintiff was also alleged to have experienced mental anguish, diminished capacity for the enjoyment of life, a diminished quality of life, chronic debilitating pain, and other such damages.